Event description:
Four (4) additional devices were received from the customer for evaluation in relation to this event. This report is linked to previously reported mfg numbers: 3003249645-2022-00007, 3003249645-2022-00008 and 3003249645-2022-00009. This report is now 6 of 7 reports related to the suspected device used during this event and is linked to mfg report numbers: 3003249645-2022-00018, 3003249645-2022-00020, 3003249645-2022-00021. A facility reported that a patient was being treated for bilateral inguinal hernia by laparoscopy. During the surgery, the small intestine was burned even if it was not touched by the extremity/tube (cev649-5b) of the forceps. It was reported that either of the four (4) devices used could be responsible for the dysfunction. The devices were changed to continue the procedure. The small intestine was sutured. The suspected devices were visually checked, and no defects were observed. The devices were then isolated. No surgical delay or death was reported.

Manufacturer narrative:
The tube (cev649-5b) was returned for evaluation: failure analysis: evaluation of the tube was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. The received device has been previously repaired outside of microfrance: the insulation is not from microfrance and there are etchings on the device. The microfrance etchings has been erased. The device is not compliant with integra microfrance specifications. Root cause analysis: the tube has been repaired/modified outside of microfrance. This modification could have weakened the instrument and led to the reported event.